Manufacturer narrative:
The device was not received for evaluation, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door sensor not picking up when open, or closed and the channel sensor was not recognizing when the line was inserted or removed as well not picking up an air in line. There was no patient involvement. No additional information is available.